Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during the first treatment pass, the patient bucked. Treatment was paused until the patient stopped moving. The ultrasound image shifted, requiring recalibration. During recalibration, it was noted that the aquabeam handpiece aspiration tubing had been bent. The aquabeam handpiece was replaced and recalibrated for a second treatment pass; however, the waterjet was unable to be seen clearly due to anatomical issues and the procedure was subsequently converted to transurethral resection of the prostate (turp). During resection, the patient¿s scrotum began to fill with fluid and damage to the urethra was noted distal to the external sphincter. The treating surgeon suspects that a perforation occurred when the patient bucked during the first treatment pass. The patient's current status is currently unknown, despite multiple follow-up attempts for additional information.

Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore it is currently in the possession of the user facility. The investigation of this event consisted of a review of the treatment log files, device history record (DHR), and instructions for use (IFU). The aquabeam robotic system's treatment log files were reviewed, which confirmed no malfunction occurred. The review of the treatment log files revealed that the aquabeam robotic system functioned as intended, as no malfunction was observed during aquablation therapy. A review of the device history record (DHR) for ab2000-b/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 4.3. Warnings: procedure. As with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: urethral damage causing false passage or stricture. He aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. It was reported that during the first treatment pass, the patient bucked. Aquablation therapy was ultimately aborted and finished the treatment via resection with a bipolar loop. During resection, damage to the urethra distal to external sphincter. The treating surgeon believed that the urethra was perforated due to observed enlarging of the patient's scrotum. No medical intervention was required. The aquabeam robotic system's IFU lists urethral damage as a potential risk of aquablation therapy. Based on the information obtained through the treating surgeon plus a review of the treatment log files, DHR, and IFU, the event is considered not to be device-related.